Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No changes or interventions were reported. There were no consequences for the asymptomatic patient.